Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter there is an issue with leakage. It is difficult to separate plastic collar with the stopper so that the blood flows out of the scaffold. The following information was provided by the initial reporter: the departments are used to use venflon pro safety, and right now several of the nurses experience that: with the green vps it can be separated in an inappropriate place between the plug and the scaffold ... This means that you pull off a plastic collar with the stopper so that the blood flows out of the scaffold, when you have to use both hands to separate the plug and collar ...so they think the things are more tight that it use to be.

Manufacturer narrative:
H.6. Investigation: two photos and twenty representative samples were received by our quality team for evaluation. Upon visual inspection of the photos, the 1st photo shows the flow control plug (fcp) was detached during product application; therefore the failure can be verified. The 2nd photo shows the white cap and flow control plug were detached and 1 top web with batch #9171623. The twenty representative samples were subjected to visual inspection, flow control plug disassembly force test and end cap disassembly force test. The representative samples passed the acceptance criteria. No abnormality was observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter there is an issue with leakage. It is difficult to separate plastic collar with the stopper so that the blood flows out of the scaffold. The following information was provided by the initial reporter: the departments are used to use venflon pro safety, and right now several of the nurses experience that: with the green vps it can be separated in an inappropriate place between the plug and the scaffold ... This means that you pull off a plastic collar with the stopper so that the blood flows out of the scaffold, when you have to use both hands to separate the plug and collar ...so they think the things are more tight that it use to be.